Event description:
I had a bridge put in by my dentist. I told him I was allergic to acrylic and that I could not have a cement with acrylic in it. I was told by a previous dentist who did some work, that ketac cem radiopaque permanent glass ionomer luting cement had no acrylic. I called 3m and they told me that there was no acrylic in ketac cem radiopaque permanent glass ionomer luting cement. I checked the msds that they post online and saw that there was no acrylic in the cement. When I had the bridge cemented with the ketac cem radiopaque permanent glass ionomer luting cement I had an immediate adverse reaction. I got a tightness and tingling sensation in my throat and it was difficult to breathe for a few mins. That went away, but I had a persistent burning sensation on my tongue after that. My tongue also turned white. That was the same kind of reaction I had when I had an acrylic cement, so I e-mailed 3m to see if there could be acrylic in this batch of ketac cem radiopaque permanent glass ionomer luting cement. They said there was no acrylic in the ketac cem radiopaque permanent glass ionomer luting cement. I then looked up the c.a.s number of the ingredient on the msds that 3m calls polyethylene polycarbonic acid and see that it is in fact maleic acid acrylic acid copolymer. I wrote back to 3m and they finally confirmed that ketac cem radiopaque permanent glass ionomer luting cement does contain acrylic. When I complained that they had lied to me I got this answer: "ketac cem radiopaque contains an acrylic-acid based polymer; no free acrylic acid was detected in the polymer, which is the basis of 3m espe's response to questions on the presence of acrylics. The presence of the polymer is disclosed on both the material safety data sheets and the confidential info provided to requesting dental professionals." This answer is disingenuous at best. 3m has been telling me and my dentists for years that there is no acrylic in this product and it is not true. Someone who is highly allergic to acrylic could go into anaphylactic shock and die. Dates of use: (B)(6) 2012.